Manufacturer narrative:
No product will be returned per customer. A picture of a micron filter was provided, however, no leaks or damages could be observed. The root cause of this failure was not identified.

Event description:
The customer reported leaking during administration of 3 chemotherapeutic medications (da-epochr protocol) in the same bag (changed every 24 hours) using the same tubing for 96 hours. The leak came from the primary tubing at the bottom of the filter which connects back to the tubing. There was no patient harm.